Event description:
Information received by medtronic indicated that the insulin pump had a power error detected. Customer was able to clear alarm and able to rewind insulin pump. Customer stated that notification of flash light did not stop immediately. Customer reported no delivery and then it advised that the reservoir was empty .customer stated reservoir was not empty. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 and unexpected battery power loss found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump error 25 on (B)(6) 2022 10:00:00 and low battery alert on (B)(6) 2022 10:51:00 were found in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case. Pump error 25 and other alleged alarms, alerts, anomalies from customer found was confirmed due to a connector resistance issue with the j6 connector on pcba 1. Unexpected battery power loss confirmed due to pump error 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.